Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 2000mcg/ml baclofen at a dose of 849.2mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to an increase in spasms. A dye study was done at the hospital and everything seemed normal. The patient was discharged on (B)(6) 2017. The patient reported they were on intravenous valium and oral baclofen in the hospital and they were trying to wean the patient off the baclofen in the pump to make sure the pump is working. It was reported the patient was still experiencing spasms and wanted to know how long it would take to resolve. After the dye study it was reported the doctor was feeling maybe it was a pump stall issue, and it could be the medicine or the programming. It was reported there was a fragment of a second catheter in thesubcutaneous tissue of the back. It was reported that the doctor took the medicine out, checked it, and put it new medicine. It was reported the doctor stated there was no evidence of motor stalls when they looked at the pump logs. The caller stated they got a botox injection in their right leg below the knee the day of their last refill on (B)(6) 2017. The patient stated they have a spinal rod in their back which has been surrounded by scar tissue and bone. No further complications were anticipated/reported.